Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had a broken clip. The wire snapped when clipping. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end. An additional observation related to the customer reported complaint was also identified: the large hem-o-lok clip applier instrument was found to have a loose grip cable at the distal end. The instrument had a broken grip cable at the proximal end. As a result, the grip cable became loose. An additional observation not reported by the site was also identified: the large hem-o-lok clip applier instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.